Manufacturer narrative:
The biomedical engineer reported that the power supply on the uninterruptible power supply (ups) failed, causing the central nurse's station (cns) to lose power and shut down. The central nurse's station (cns) was in use on patients at the time, however no patient harm was reported. The biomedical engineer was provided with an exchanged ups to resolve the issue and the failed unit was sent in and is currently awaiting evaluation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the power supply on the uninterruptible power supply (ups) failed, causing the central nurse's station (cns) to lose power and shut down.